Event description:
Pt was intubated with a medtronic xomed nim emg endotracheal tube 6.0mm (ref# (B)(4)) and the balloon had a leak in it so would not seal and we did not have a good airway. Had to re-intubate with a new endotracheal tube. Patient states that five of her teeth were chipped during this procedure.